Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after the surgeon inserted the device in the anal, he approached to the tissue without any problem, but when they attempted to fire the device it could not be fired. The surgeon was able to remove the device from the patient without any problem, and used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the safety feature was broken. It was also noted that the staple guide was disengaged from the instrument. Further inspection of the staple guide noted one staple was still seated in a pocket. Additional inspection of the instrument noted transfer media on the place that connects with the staple guide, evidence of the proper welding and assembly. Inspection of the anvil noted no trace of knife impression on the cutting ring and it was not tilted. Functionally, the staple guide was place back in the instrument and applied to test media with acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. Additionally, the anvil tilted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of broken safety feature and disengaged staple guide that has no relationship to the reported condition. Replication of the broken safety feature and disengaged stapl e guide may occur when the device is fired over thick tissue, exceeding the tissue gap allowed would prevent the green indicator from showing and may lead the user to force the safety to force the safety in order to use and fire the device. In the fire attempt, the knife never touched the anvil causing the staple not to form and anvil not to tilt. The extra force that the user may apply to force the clinical device to fire, could also cause the staple guide to disengage from the shell. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.